Event description:
Two stents were directly implanted into the proximal and mid-right coronary artery. A 3.5mm diameter by 18mm length s7 stent delivery system was then inserted to treat a severely calcified lesion in the distal coronary artery. It was not possible to cross the previously deployed stent in the middle of the vessel to reach the target lesion. After unsuccessful attempts to cross, the stent delivery system was pulled back into the guide catheter. The stent delivery system was again advanced into the coronary artery. The stent caught on the previously deployed proximal stent, consequently, causing the stent to dislodge from the delivery balloon. They attempted to buddy wire the stent, however, were unsuccessful. The stent was then deployed at an unintended lesion site. There was no further treatment reported. The patient was reported to be fine post procedure and there are no additional clinical sequelae reported related to the event. The instructions for use were not followed when the severely calcified lesion was not pre-dilated. The stent being pushed through the previously deployed stent likely contributed to the dislodgement.